Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal ligatures procedure. The exact procedure date was unknown. During the procedure, they were able to deploy the first band correctly; however, the rest of the bands had deployed without even turning the handle. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.